Event description:
Consumer called to report getting different reading when using his meter. Analysis run on consensus error grid using mean reading (274) as ref point vs bd reading (500,47) yielded some data points in the d zone of the grid, outside of acceptable limits.